Manufacturer narrative:
Result - brake crank assemblies.

Event description:
It was reported by service report that the brakes were not resetting at the brake release cycle. No pt involvement or adverse consequences were reported.